Event description:
It was stated that the customer was hospitalized for high blood glucose levels. Troubleshooting was performed and the insulin pump passed the prime test. The programming was correct as well. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.